Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, during the implantation of intraocular lens (iol) it was found that he iol was split upon implantation. The broken lens were removed during initial procedure. Also reported that capsule compromised and vitrectomy required prior to implantation of another iol. Additional information has been requested.